Manufacturer narrative:
Upon review, the reported device did not contribute to the patient's death. This event does not meet the definition of a reportable event.

Manufacturer narrative:
The manufacturer became aware of a dreamstation auto CPAP device stating that the patient has passed away and that there is no allegation that the device has contributed to the death. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In the previously submitted follow-up report, section h10 was incorrectly stated as "upon review, the reported device did not contribute to the patient's death. This event does not meet the definition of a reportable event." Please disregard the previous section h10. After further investigation, it has been determined that it is a reportable event. In this report, section h - device problem code, remedial action init and recall (z) number has been updated.

Manufacturer narrative:
As per emergency room (B)(4) all communications to the customer/patient were completed. No further good faith effort is necessary. This report will be closed as no product returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information stating that the patient has passed away. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.